Manufacturer narrative:
The compressor-mini was investigated on-site by our field service engineer (fse), and the problem was found to be caused by a loose hose on the exhaust side of the compressor-mini. The hose was then tightened and after that, no further issues were found. No parts were exchanged in/on the compressor-mini system. The compressor was connected to a ventilator, and the device logs of the ventilator were downloaded and evaluated. They confirmed that an alarm for, "low gas supply" was generated. Furthermore, the date of event was also found to be the (B)(6), some days before the reported date according to the ventilator logs. That is the reason why the date of event was revised. Our conclusion is, that the loose hose affected the gas connections and caused the generated alarm. The problem was solved by tightening the hose.

Event description:
(B)(4).

Event description:
It was reported that the compressor displayed a, "low pressure" error during customer testing. There was no patient involvement reported. (B)(4).